Event description:
Patient was revised to address disassociation of the liner from the cup, which caused dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Examination of the returned liner finds nothing outward to suggest product error. It is suggested that the liner disassociated causing a dislocation. Per the provided information, and evidence found on the returned liner, the patient dislocated and an unsuccessful attempt(s) was made at closed reduction. It is believed the liner disassociated during the closed reduction attempt; likely from unintended pressures placed on the rim and locking mechanisms on the cup/liner construct. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the dislocation event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.